Manufacturer narrative:
Siemens completed a detailed technical investigation of the reported event. The investigation revealed that the gap measurement between the patient tabletop and the table support was not in specification. A broken cable deflector contributed to the reported event. The system will be repaired. There was no general design issue identified. A supplemental report will be filed upon completion of the system repairs.

Event description:
It was reported to siemens that a patient was injured during an interventional topogram procedure with the somatom definition as system. The patient was positioned feet first and prone on the table top. During the spiral portion of the scan, while the table was feeding toward the foot end, the technician heard the patient call out in pain. The scan was stopped. It was discovered that the patient had grabbed the table top during the scan and had received a laceration of the soft tissue on the right fourth digit. The patient's finger had become stuck between the table top and the table support. The patient was transferred to the emergency department for treatment and seven sutures were placed to treat the wound. Additional details regarding the patient were not provided to siemens.

Manufacturer narrative:
The system was repaired onsite on july 9, 2019. The table top was adjusted and checked in accordance with the product information. No further action is warranted at this time.